Event description:
It was reported that the pump would not "accept cartridges at times". There was no reported impact to customer's blood glucose level. Customer declined a follow-up from tandem technical support and no further information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.